Event description:
St. Jude medical, daig division was notified on may 1, 2001 of an event that occurred in 2001. It was reported that during an ablation procedure, the patient developed tamponade which required an emergent pericardial tap. The patient recovered and was discharged from the hospital. However, seven days post procedure, the patient expired. The autopsy noted that cause of death to be pulmonary embolus. No additional information is available.